Event description:
It was reported that the pt underwent implantation of the cervical disc at c6-c7. During routine f/u through a year post-op, it was noted that the disc had collapsed approximately 30%. The pt was asymptomatic. Three years post-op, radiographs show osteolysis, continued collapse of the implant, and signs of implant loosening resulting in progression of spinal kyphosis. A revision surgery has been scheduled to remove the device.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Review of radiographic images show optimal placement of the device upon implant. Later films show collapse of c6 and bone loss being both components of the device. The device remains implanted and has not been returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.